Manufacturer narrative:
One used pump was received for investigation. A visual inspection found the pump to be in good physical condition, however the screen was scratched. There was no evidence of the reported problem in the event history log. Use testing was able to confirm the complaint. Upon power up, the device started "double beeping". The alarm was attributed to a faulty downstream occlusion sensor. A root cause for the faulty sensor could not be determined.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited a double beep for no cassette. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.